Event description:
I have been having increasingly difficult symptoms throughout my cns that cause me tremendous neurological symptoms. I have brain fog, chronic dizziness, neuropathy, loss of sensation, chronic headaches, light sensitivity, sound sensitivity, brain pressure, insomnia, rashes, capsular contracture, etc. Prior to mentor implants being in placed, I had implants from a prior manufacturer that had been in place for 25 years without problems. After placement of the mentor textured implants, I began having issues with tightening in my chest, chronic cough without production of any sort of phlegm, extreme right arm pain, headaches, neuropathy in feet, legs, up to my mid torso. I have had a loss of sensation pertaining to my female sexual organs, and all the symptoms above. I have been to the ER several times for dizziness and anxiety. Currently I am suffering on a daily basis with all these symptoms, yet all of my tests come back negative (ama, sed, brain MRI/mra, urine tests, no fever, etc). There is no explaining my symptoms except to say that prior to these implants being placed, I did not suffer in this way. I have been having an elevated lymphocyte count in an elevated mchc count. I have had elevated leukocytes as well. I am very frustrated as I am a very strong person who has overcome breast cancer (stage 1a/ ER pr positive her2 negative) with no lymph node involvement. I do not take medications. I do not rely on rx meds to get me through my life. But I do exercise, eat well, take vitamins, and take good care of my health. I feel as though things changed for me considerably after these new implants were put in place. My breast are very large now and seem swollen, and enlarged. I did not have this issue with the prior implants that were saline and in place for 25 years as I mentioned above. FDA safety report ID # (B)(4).